Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and no evidence of blood. A visual inspection did not identify any non-conformities. A functional test was conducted on the dissection tip. The device was attached to a reference endoscope and view on a monitor; there was no clear visibility through the dissection tip, distortion was observed. Add'l eval required. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, three dissection tips on the vasoview 7 xb were scratched which impaired the visibility on the monitor. A replacement device was used to complete the procedure; however, it was clear but still had some scratches. The hosp did not report any pt effects.